Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent extrapahryngeal anterolateral procedure at c4-c5 and c5-c6. Post- operatively approximately 83 months, the patient suffered from neck pain and stiffness. The investigator impression was: cervical stenosis, cervicalgia, cervical radiculitis. Pain management placed a spinal cord stimulator. Approximately 89 months postoperatively, the spinal cord stimulator was to be removed by pain management-not beneficial to patient. Approximately 105 months postoperatively, c-spine x-rays revealed no change. Approximately 123 months postoperatively, c-spine x-rays revealed some lucency, more around c5-c6 than at c4-c5. The implants were loose within disc space; solid fusion at c3-c4. Hospitalization had not been required. The outcome of this event is considered pending by the site.